Manufacturer narrative:
(B)(4), date sent: 7/13/2021. D4: batch # u4082j. H6: component code: mechanical (g04). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the mcm30 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated because the firing mechanism was jammed. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembly, the hoop spring and the anti-backup lever were found to be out of their intended positions, thus jamming the firing mechanism. Twenty-six clips were found inside the clip track. No conclusion could be reached regarding what may have caused the reported incident. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. It should be noted that product failure is multifactorial. The reported event was confirmed and although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: prior to each clip application, inspect the jaws to ensure the clip is fully advanced to the tip of the jaws. If a clip is dislodged prematurely from the jaws or fails to advance, re-fire the instrument by fully squeezing the handles until they stop. Fully release the handles to advance the next clip into the jaws. During the release cycle, a clip may be forcibly ejected from the instrument jaws if not fired in tissue." A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was deformation of clips. It is unknown how procedure was completed. There was no patient consequence.